Event description:
It was reported that the (1) tlc55 was used during an ileostomy pouch (closure) procedure. It was reported by the rep that the surgeon placed the tissue between the jaws of the tlc55 and closed the instrument. The surgeon tried to fire the instrument and the firing knob and knife blade slid 1 centimeter and stopped. The case was completed with another instrument and there was no consequence to the pt.